Event description:
Caller states the patient tested 4.6 inr, 1.5 inr, and 5.0 inr on the coaguchek s system during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.